Event description:
It was reported to boston scientific corp that a button replacement gastrostomy device was replaced on (B)(6) 2009. According to the complainant, on (B)(6) 2009, during an eternal feeding procedure, the device leaked stomach content through the proximal end of the shaft although decompression and cleaning was performed daily. The device was replaced with another button replacement gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).